Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that an index procedure was performed on (B) (6) 2005. During the procedure, a 2.5 x 18 xience v stent was deployed to treat the 1st obtuse marginal lesion. There were no reported pt effects or product issues at the time of the index procedure. It was reported that on (B) (6) 2009, the pt died at home. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). Product performance engineering summation: the reported pt effect of death is a known potential adverse event associated with coronary stenting procedures, as listed in the product risk assessment and instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.